Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump malfunction. Pump and cylinder explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Field change.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Pump and cylinder explanted and replaced.